Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 27-jul-2023. H.6. Investigation summary: bd had received 4 samples and 2 photos were provided for investigation. Evaluation of both indicated the caps with the missing stoppers. Additionally, 100 retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos and samples provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode cap missing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there was a missing component of product. The following information was provided by the initial reporter: description: on 17/05/2023, discovery by the sampling of 3 non-conforming 4ml edta tubes (reference 368861, lot 3009579) without internal stopper. Only the external plastic skirt of the stopper was present on these tubes.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there was a missing component of product. The following information was provided by the initial reporter: description: on 17/05/2023, discovery by the sampling of 3 non-conforming 4ml edta tubes (reference 368861, lot 3009579) without internal stopper. Only the external plastic skirt of the stopper was present on these tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.